Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the last three battery changes did not work. Customer has tried all brand new batteries. Customer stated that this is not the firs occurrence of the issue. Customer is using a (B)(4) battery. Customer stated that the battery compartment is neither damaged nor corroded. Customer does not want to open the battery cap because the battery that is in the pump is currently working. Customer was advised to clean the battery cap before use with alcohol and let it air dry for about a minute. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.